Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced issues with sensor glucose (sg) versus blood glucose (bg) readings, a calibration error, and calibration not being accepted. The customer reported a blood glucose value of 55 mg/dl and sensor glucose value was 155 mg/dl. Customer also reported hypoglycemia, which was treated with glucose or carbohydrate intake. The event involved product(s) mmt-7040a, unk_reservoir, unomedical, and mmt-1884l. The customer reported a discrepancy between sg and bg readings, which were not within range, and low bg levels. The customer also reported receiving a sensor alert but declined further troubleshooting. Common contributing factors like insertion, site location, taping, and timing of bg entries were explained. No additional patient complications were reported, and no product is expected to be returned.